Event description:
Product was used to attempt to resuscitate a patient who became unconscious on a golf course. Pads were applied to patient, however AED did not recognize the status change and would not advance beyond instructing user to 'apply pads to bare skin'. CPR was performed on patient.

Manufacturer narrative:
Simulator used as part of investigation. Experiment performed to verify whether proposed root cause could result in device behavior described in customer report. First such occurrence since product placed on market. Product is activated by removing pads cartridge handle from defibrillator. Magnet (component of the pads cartridge) used in conjunction with internal switch was missing from pads cartridge returned to facility. Proposed root cause is that magnet fell out of cartridge and remained on surface of defibrillator, preventing defibrillator from changing state to analysis of heart rhythm. The investigation concludes the potential for the device to have malfunctioned in a manner that would have compromised its ability to perform its basic function (providing shock to patient during sudden cardiac arrest), therefore, the event is being filed.